Event description:
A medical equipment supplier informed the manufacturer of a bi-level positive airway pressure (bipap) device malfunction. The malfunction allegedly resulted in the device failing to deliver bi-level positive airway pressure (bipap) to the patient. This loss of bipap therapy, allegedly resulted in the patient's hospital stay being prolonged. The manufacturer's investigation of the reported adverse event included assessment of the bipap device's use; including a consideration of the affected patient's pre-existing conditions. The investigation also included and evaluation of the actual device associated with the reported event. According to the supplier, the patient affected by the device malfunction was receiving treatment at a hospital for pneumonia, and an exacerbation of chronic obstructive pulmonary disease (copd). The patient was being treated and monitored on the hospital's general floor for two days prior to the event. A malfunction occurred where the device stopped delivering bi-level therapy; however, it did continue to provide continuous positive airway pressure (CPAP) at the bipap device's expiratory positive airway pressure (epap) setting of 10 cmh2o. The malfunction only resulted in a loss of bi-level therapy at the devices inspiratory positive airway pressure (ipap) setting, which was 16 cmh2o. As a result of the loss of the bi-level therapy, the patient's co2 level elevated and the patient was transferred to the hospital's intensive care unit. The relationship between the loss of the bi-level therapy and the patient's co2 level escalation is not known, nor was the co2 level identified; however, the patient's condition reportedly improved after being placed on a replacement bipap device. The length of time that passed before the patient returned to their baseline co2 level was not reported; however, the dme reported that the event resulted in the patient hospital stay being extended. The manufacturer's assessment of the reported adverse event (a prolonged hospital stay) included an assessment of the appropriateness of the use of a bipap device for therapy for this patient, given their pre-existing conditions. Product labeling states the device's use is for the treatment of obstructive sleep apnea in spontaneously breathing patient's weighing more than 66 pounds,. The loss of bi-level therapy for this patient class would not pose a significant health or safety risk. Based on the patient's pre-existing medical conditions (pneumonia and chronic obstructive pulmonary disease) and the elevation of their co2 that resulted when the bi-level therapy was disrupted, the manufacturer concludes this patient's ability to maintain adequate ventilation was compromised and they were not a candidate for this device.

Manufacturer narrative:
An evaluation of the device was completed by the manufacturer after the bipap was returned to the manufacturer. The reported failure of the device to cycle between the bi-level; pressure settings was confirmed; however, the device did deliver CPAP therapy at the ipap setting in the manner it did when the malfunction occurred. An internal examination of the device revealed evidence of fluid ingress of the device's electronics housing; the sensor printed circuit assembly (pca) and blower motor were also affected. The cause of fluid ingress appears to be related to improper care and handling of the device, due to the amount of ingress and the manufacturer's belief this fluid ingress was observable at the time it occurred. Product labeling warns the user that if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. Based on evidence of fluid ingress observed with the device, the manufacturer concludes that product labeling and good clinical practices were not utilized when the fluid spilled on the device. The manufacturer concludes through an assessment of all available information that the reported event was an isolated incident, caused by use error and improper care and handling of the device. Based on these findings, the manufacturer concludes that no further action is appropriate.